Event description:
On (B)(6) 2011, pt reported the buttons on his infusion device are locked up. Pt does not currently have the infusion device with him. Unable to troubleshoot if keys were locked or if buttons were not responding. On call back pt reported the buttons on the infusion device will not respond. Pt stated he took the battery out and reinserted it and the infusion device displayed an e8 (power interrupt) error message. Pt reported the up button, the check button, and the menu button have the rubber worn off. Advised pt the e8 came up because he removed the battery before placing the infusion device in stop mode. Pt stated he was unable to place the device in the stop mode because the buttons were not working. Had pt remove the battery and insert a new one. Pt reported the infusion device came up with an e8 again and could not get any of the buttons to respond. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product replaced and requested return of the alleged infusion device for eval.